Event description:
It was reported that approximately four years post catheter placement procedure, the catheter allegedly had a leak. It was further reported that the catheter allegedly punctured. Reportedly, the device was removed. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Three electronic photos and one medical image review were provided for review. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of newly repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported leak and repair kit stent penetration issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified. (Expiry date: 07/2023).